Manufacturer narrative:
Product investigation is in progress.

Event description:
Find some bits of the tampon left inside me. Vagina [foreign body in reproductive tract] lining was ripping [device breakage]. While removing my tampon the lining was ripping, bits of tampon left inside me [complication of device removal] case narrative: consumer reported via e-mail that the tampon lining was ripping. No serious injury reported.

Event description:
Find some bits of the tampon left inside me vagina [foreign body in reproductive tract] lining was ripping [device breakage] while removing my tampon the lining was ripping...bits of tampon left inside me [complication of device removal] case narrative: consumer reported via e-mail that the tampon lining was ripping. No serious injury reported.

Manufacturer narrative:
Product investigation is in progress.